Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie was not opened. A field service engineer (fse) coordinated remotely with the customer and pharmacy to recover the pocket while enroute. The customer confirmed that there were no failed storage spaces and that the device was functioning properly. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.